Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high ketones resulting in the customer going to the emergency room and they were subsequently hospitalized. Bg value not provided. Customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.